Event description:
The or nurse was setting up the room for a case. The nurse used the appropriate device and spiked the heparin bottle successfully. However, when the nurse inverted the decanter bottle to connect it to the IV line, fluid flowed out via the air vent holes. Some of the items on the table were contaminated. The nurse obtained a new setup and the case proceeded normally. There was a minimal delay in the case. This incident was reported since there was potential for harm due to a significant delay in other cases and the risk of administering contaminated fluids to patients. This was the third failure of this nature in our facility.